Event description:
It was reported that during the surgery, the stapler wouldn't cut and could not be removed. Another device was used to complete the surgery. No additional information could be provided.

Manufacturer narrative:
(B)(4). Date sent: 9/11/2024 d4: batch #unk an analysis of the product could not be performed since a physical sample was not received for evaluation. The manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. Additional information received: 1. Did the device deliver any staples? 2. What was the appearance of the deployed staples (b-formed, malformed, goal post/legs straight)? -no 3. Were there staples missing from the staple line? 4. If yes, was the staple line complete? -no 5. Did the device cut? 6. If yes, was the cut line complete? 7. If yes, was there any issue with the cut line -no 8. Was there any difficulty opening the device jaws? -no 9. If yes, what steps were taken to open the jaws. 10. If the jaws could not be opened, how was the device removed. 11. Could you please clarify if there were any patient consequences? 12. Could you please clarify if there were any change in the post-operative care of the patient as a result of the event? -no this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.